Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd end treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 6 of treatment. The patient reported that there was a small air bubble found in the patient line. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was a hole in the tubing on the bottom left of the cassette. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover and on the pump cassette membrane. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a system air leak test, balloon valve actuation test, a patient pressure sensor test. Post-accelerated stress test 2-hours 15-minutes 8500ml simulated treatment was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the inside of the rear panel, behind mushroom heads a and b, and on the bottom cover under the pump and behind the front panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during step 9 of their pd end treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 6 of treatment. The patient reported that there was a small air bubble found in the patient line. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was a hole in the tubing on the bottom left of the cassette. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient did complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.